Manufacturer narrative:
Unit was received with a full segment display. Unable to perform operating currents, rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify unresponsive button/stuck button alarm and unable to download pump history using thds due to full segment display. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unlocked j2/lcd keypad connector. Swapping out test boards confirms full segment display, problem isolated to interface board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, stained keypad overlay, stained address/serial number label and stained end cap sticker. Unable to confirm unresponsive button/stuck button alarm due to full segment display. Full segment display is isolated to interface board was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. Customer reported receiving a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-712ews. Trouble shooting was not performed and customer reported a keypad issue or received a button error. Customer identified the pump's time continues to advance. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.